Event description:
The facility's biomed engineer reported an infusion pump with a 715 failure code that was identified during biomed testing. The biomed stated that there was no report of any pt injury or medical intervention resulting from this failure, the pump was not in use on a pt when the failure occurred, and there was no tubing being used when the failure occurred.